Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no report of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. The thrombosis likely resulted from the stent not being properly apposed to the vessel wall. Thus, the reported EKG/ECG changes, myocardial infarction (mi) and embolism were likely secondary effects of the thrombosis which required hospitalization and was treated with additional therapy/ non-surgical treatment. It is possible that the anatomical condition contributed to the reported difficulty to deploy (stent not being apposed to the vessel wall). Dissection, EKG changes, embolism, thrombosis and myocardial infarction (mi) are listed in the xience v instructions for use (IFU) as known adverse patient effects with coronary stenting. It should be noted the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause cannot be determined for the reported patient effects, and the relationship to the difficulty to deploy (poor stent apposition), there does not appear to be any indications of a product quality deficiency. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient had a myocardial infarction during the procedure and the intra-aortic balloon pump was removed on (B)(6) 2010. As of (B)(6) 2011, the patient remained in the hospital. The patient's condition was already poor, even prior to the stenting procedure. The patient had been suffering from cardiac insufficiency and was intubated. Reportedly, the intubation was not related to the stent thrombosis.

Event description:
It was reported that on (B)(6) 2010, after the patient underwent stenting in the mildly tortuous and heavily calcified, proximal left anterior descending (lad) artery with the 3.0 x 15 xience v stent partially covering the left circumflex artery (lcx), a dissection was identified distal to the 3.0 x 15 xience stent. The 3.0 x 08 xience v was inserted as a bailout stent, but it was unable to pass the 3.0 x 15 xience v stent so the 3.0 x 08 xience v was implanted overlapping the 3.0 x 15 xience v stent. After the 2.5 x 08 non-abbott stent was implanted, thrombosis occurred requiring additional balloon dilatation. The patient's blood flow deteriorated in the lad and the lcx requiring the insertion of an intra-aortic balloon pump (iabp) until (B)(6) 2010. On (B)(6) 2010, the patient was noted to have a change on the electrocardiogram that resulted in a diagnostic coronary angiogram that identified thrombosis inside the 3.0 x 15 xience v stent requiring aspiration and balloon angioplasty. An embolus was also identified in the distal lad and the diagonal artery requiring the re-insertion of the iabp. The physician indicated that the 3.0 x 15 xience v stent may not have been fully expanded due to the lesion calcification. The patient's status is unknown at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 15 mm voyager rx, 3.0 x 10 mm frextome; guide wire: bmw universal ii, whisper ms; stent: 3.0 x 8 mm xience v, 2.5 x 8 mm endeavor other: aspiration catheter - (B)(6) 2010. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).